Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 12mm synergy ii drug-eluting stent was selected for use. However, while attempting to go through the hemostasis valve, the stent appeared to be damaged. The device was removed from the hemostasis valve and the procedure was completed with another of the same device. No patient complications were noted.